Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, the patient had an infusion port inserted on (B)(6) 2024, during which the infusion was administered, and when the infusion was administered on (B)(6) 2024, the tube was found to be cracked at the interface of the infusion and heparin cap when it was flushed and placed with saline, and the saline spilled out, so the port was immediately removed and the tube was reintubated.